Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, into the patients right eye (od) on (B)(6) 2023. At one month post-op the patient complained of persistent glare and the lens remained implanted. Post-op, the problem is gettting better. The cause of the event is patient-related factor, the pateint is a careful observer. Claim # 433379.

Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens, into the patients eye. At one month post-op, the patient complained of glare. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk . D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).